Manufacturer narrative:
Patient identifier: requested, not provided. Age & date of birth: requested, not provided. Patient sex: requested, not provided. Weight - requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided. Explanted date: device was not explanted. Occupation: manager. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. For this reason, investigation conclusions code has been referenced.

Event description:
The user facility reported that the angio-seal was deployed, and hemostasis was achieved. The next day, the patient was walking around and coughed. They felt something pop and after evaluation they found a pseudoaneurysm. The doctor does not consider this a failure of the device. A thrombin injection was used to treat the pseudoaneurysm. The patient was stable, and the procedure outcome was positive. Additional information was received on 24 feb 2022: the procedure for the patient prior to use of the angio-seal device was an arteriogram. The patient was released with no further complications to date. There was no allegation against the angio-seal device regarding the patient pseudoaneurysm, post procedure.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. A review of the device history record of the product code/lot# combination was conducted with no findings. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed since the patient was treated post deployment. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.